Event description:
It was reported that a patient underwent a tricep repair procedure on an unknown date and suture was used. Post-op, the patient returned with spitting suture. The patient was treated in office. No additional information was provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Product code and lot number for each suture? Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What symptoms did the patient experience following the index surgical procedure? Onset date? Did both the vicryl and prolene sutures extrude/spit? How long after the initial procedure did the sutures extrude? Please provide a date if possible. It was stated the patient was treated in the office. Please describe any medical/surgical intervention required for this suture event including dates and results. Were the extruded/spitted sutures removed in the physician¿s office? Was any re-suturing required? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Note: events reported in 2210968-2022-01987.